Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. Further information was requested but not received.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon review of additional information received, the programmer should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The reported event of a battery longevity overestimation that was received for a merlin programmer after it has received a successful software upgrade, as a corrective action for previous overestimations that occurred in the field as a result of the programmer software longevity overestimation update for lv devices ¿ field action, issued on 16 jun 2022, is a non-reportable complaint. Longevity estimations that are received following the successful software upgrade, are accurate longevity estimations and not a malfunction as this indicates the programmer software is performing as intended, and not likely to lead to a serious injury as the device elective replacement indicator (eri) alert is unaffected by the field action, and should still be used to facilitate follow up and need for device replacement. Prophylactic explant, prior to eri, is not recommended by abbott and is a clinical decision. Therefore, this event is not MDR reportable as it does not indicate a malfunction and is not likely to lead to a serious injury.